Manufacturer narrative:
Batch review performed on 13 may 2024 lot 2238762: (B)(4) items manufactured and released on 17-nov-2022. Expiration date: 2027-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision for knee instability and the cause is unknown. At about 1 year from primary the surgeon revised the liner, implanting a thicker one (from 10 to 14 mm) and the surgery was completed successfully.